Manufacturer narrative:
E1: initial reporter phone no: +1(203)515-6832 the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink system y-type blood/solution set was leaking right above the chamber where the blood and saline tubing meet. A slow trickle of blood was seen seeping from the tubing. This was discovered during an unspecified process step and was unknown if a patient was involved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correcting the following fields to align with the information provided in the global unique device identification database (gudid): d1: brand name, d3: device manufacturer name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. The d4: unique device identifier (UDI) # is based on the di information as no lot/serial number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.